Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during a bolus delivery. The customer then stated that she was hospitalized for high blood glucose levels and dehydration. The customer's blood glucose levels were as high as 346 mg/dl, but when she was admitted she was at 164 mg/dl. The customer stated that the cannula was bent and she did not know it. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.